Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system. Subsequent analysis of the sample recovered a lower result within the normal reference range. An additional specimen was collected and also produced a lower result within the normal reference range. The elevated result was released out of the laboratory. The customer stated the physician prescribed unknown medication to the patient based on the results. An amended report was issued to the physician. There has been no report of current patient outcome or treatment. The customer's third party service engineer evaluated the instrument.

Manufacturer narrative:
The customer's service engineer performed preventive maintenance (pm) and replaced the incubator belt as it was noisy. The third party service engineer did not indicate any hardware issues. A definitive cause of the event is unknown.